Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer via a manufacturer representative reported implantable neurostimulator (ins) limited recharging that occurred during normal use. The consumer could not achieve sufficient connection with the recharger (insr) in order to charge his ins. The problem occurred three months ago without any prior event of overdischarge or any other abnormality. During normal charging session, the signal was more than 4 black boxes, now he could not achieve more than 2. No obvious affecting factors related to the event. The consumer tried to charge with three other insrs, including a new that was sent to replace his old one, as it was originally thought that were was a insr malfunction; however, he had the same result. The issue was not resolved at the time of the report and surgical intervention was planned but not yet scheduled. The consumer was still receiving therapy; however, the ins would be replaced. The consumer¿s medical history included chronic neuropathic pain.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) serial # (B)(4) revealed the battery functionally okay and had no insign ificant anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.